Event description:
It was stated that biomed was performing preventive maintenance on an arctic sun device and pressures are low on all inlet ports (between 5.3psi and 6.8psi). Transferred to tech support. Per sample evaluation results on 10nov2023, it was reported that the missing power cord retaining bracket. Double bend tube and the chiller evaporator outlet tube found expanded. Tank seals found lifted from tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Confirmed low pressure readings using a test fdl and one shunt. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was stated that biomed was performing preventive maintenance on an arctic sun device and pressures are low on all inlet ports (between 5.3psi and 6.8psi). Transferred to tech support.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was stated that biomed was performing preventive maintenance on an arctic sun device and pressures are low on all inlet ports (between 5.3psi and 6.8psi). Transferred to tech support. Per sample evaluation results on 10nov2023, it was reported that the missing power cord retaining bracket. Double bend tube and the chiller evaporator outlet tube found expanded. Tank seals found lifted from tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Confirmed low pressure readings using a test fdl and one shunt. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.